Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call, the customer¿s insulin pump has been alarming no delivery. Customer stated the most recent alarm was in the morning of (B)(6) 2017, but the day before the device had alarmed. Customer changed out the infusion set and reservoir and it resolved the issue for a little while. Customer states there is an issue with the insulin pump as it continues to alarm after the customer has changed out everything and rotated the site. Customer was advised the function of the no delivery alarm, and customer understood however stated the issue is with the insulin pump. Customer¿s father did not have the device and was advised to call back to perform troubleshooting. Customer¿s father mentioned the customer¿s blood glucose was on the 300 mg/dl, treated with the insulin pump. The customer called back on (B)(6) 2017 and reported the insulin pump continues to alarm no delivery. Customer has been changing out the sites and issue has been progressively getting worse. Customer's blood glucose this morning was 262 mg/dl, even with customer fasting as the no delivery alarms continues on the night of (B)(6) 2017. Customer was unable to perform troubleshooting as customer was at work. The customer requested the device to be replaced as customer does not believe its an issue with the site or infusion set. The device is returning for analysis.